Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed the autofill test. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and observed that empty side led on volume cylinder not getting lit. He checked with another working volume cylinder and the system had successfully passed autofill test. The fse then kept system on pumping for an hour, performed 5 auto filling in between, all executed well. The fse determined that the volume cylinder, needed to be replaced. He replaced the volume cylinder from customer stock. The fse then performed all functional and safety tests. The unit passed all tests performed and was returned to the customer and cleared for clinical use.